Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation at a regularly scheduled clinical follow-up, a patient's implantable cardioverter defibrillator exhibited multiple episodes of non-sustained right ventricular oversensing (nsrvo) events. It was noted that this was due to post paced t-wave oversensing (pptwos). Programming changes were made. Home monitoring was also set up for the patient. Patient was stable.